Event description:
It was reported the patient has stimulation, however error code 1201 was observed. It was reported sjm technical services contacted the patient. He was able to resolve the minus button being stuck by following the instructions provided to him.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.